Event description:
Ethicon harmonic activated when a piece of the tip became dislodged and dropped into the pt's abdomen. The piece was retrieved and the procedure was completed using another device. No pt harm. FDA safety report ID# (B)(4).